Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on (B)(6), 2009 the patient underwent a left-sided transforaminal posterior interbody fusion l3-4, l4-5, and l5-s1 , pedicle instrumentation l3 , l4, l5, and s1 bilateral, posterior spinal fusion l3-4, l4-5, and l5-s1, and cage instrumentation l3-4, l4-5, and l5-s l, using rhbmp-2/acs. On (B)(6), 2009, the patient underwent a second surgical procedure: the reinsertion of new left s1 pedicle screw and the complex closure of deep wound, postoperative wound, and lumbosacral fusion. The patient reportedly has including chronic pain syndrome, muscle spasms, right foot symptoms, left leg symptoms and narcotic dependence from prescribed painkillers.